Event description:
This was the date it was noticed when my dr went into my uterus with a camera and noticed that one of my essure rods have migrated almost all the way out of one of my tubes into my uterus, which it can cause it to perforate my uterus, which also explains the sharp pain that I have been having in my lower abdomen.